Event description:
It was reported that the user experienced persistent hyperglycemia after dinner while using the ilet system, with app review showing insulin deliveries and subsequent discovery of a bent teflon infusion set needle; the set was replaced, tubing and cannula were primed, and insulin delivery was resumed, and a manual subcutaneous insulin dose via pen was later administered by the user¿s caregiver. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included continued device use with troubleshooting and education completed, no outside medical intervention, and no hospitalization. Investigation included review of device app data and user-guided hardware inspection. Investigation of this case revealed a bent infusion set needle consistent with an infusion set/cannula issue leading to inadequate insulin delivery and hyperglycemia, with initial high readings up to 393 mg/dl and a highest documented questionnaire value of 260 mg/dl, followed by gradual improvement. It was concluded, based on previously established findings for similar reports, that the cause was unclear given multiple potential contributors, including an initial meal announcement insufficient for the new pump¿s adaptation and compromised insulin delivery due to a bent infusion set.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.